Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, on the third firing, while making the pouch, the device locked on tissue. The anvil release button did release both firing and closing levers but the jaws would not release. Another device was used to re-sect the first device. Both the device and the trocar were removed together from the patient. The tissue remains in the jaws of the device. The pouch was successfully made by removing extra pieces of tissue from the stomach. The patient is okay.